Event description:
I have a surgeon that said this valve malfunctioned within 24hrs of implant. He wants me to have the valve examined. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3113 with lot crfbfd, conformed to the specifications when released to stock on the 15th may 2014. No root cause could be determined for the problem reported by the customer as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.